Event description:
It was reported that the vns patient had scarring and an infection at the surgical site. The patient was referred for surgery but surgery was cancelled as it was determined replacement of the device was not needed. Attempts for additional relevant information have been unsuccessful to date.